Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a follow up after receiving inappropriate therapy. Review of the egms revealed atp therapy was delivered for an atrioventricular nodal re-entrant tachycardia (avnrt) event. The device functioned as it was programmed therefore, reprogramming changes were recommended.